Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer will continue to use the current pump for insulin therapy until replacement pump is received.